Event description:
It was reported that approximately 7 years and 11 months following the implant of the transcatheter bioprosthetic aortic valve ¿moderate¿ hemodynamic deterioration was reported. As reported an increase in mean gradient >=10 millimeters of mercury (mm hg) from baseline and a mean gradient >=20mmhg. Treatment was not reported. The patient was being further evaluated. No patient complications were reported as a result of this event. Additional information was received to report the patient underwent a redo transcatheter aortic valve replacement procedure with placement of a non-medtronic valve (manufacturer, model, and serial number unknown). No further information was provided.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 11 months following the implant of the transcatheter bioprosthetic aortic valve ¿moderate¿ hemodynamic deterioration was reported. As reported an increase in mean gradient >=10 millimeters of mercury (mm hg) from baseline and a mean gradient >=20mmhg. Treatment was not reported. The patient was being further evaluated. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.